Event description:
It was reported that the procedure was to treat a mildly tortuosity, moderately calcified, 90% stenosis, de novo in the left anterior descending (lad). The 2.75x15 mm nc trek balloon catheter was advanced for pre-dilatation; however, during first inflation at 8 atmospheres the balloon ruptured. Resistance was felt during advancement due to patient anatomy. A non-abbott balloon was used successfully inflated, and a 2.75x 28mm xience xpedition stent was deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. The reported resistance could not be replicated as it was based on the anatomical condition of the patient. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Incorrect prep: reportedly, the balloon was prepped inside the patient anatomy. It should be noted that the preparation for use section of the (B)(4) nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur.